Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- device code corrected to "fitting problem". The device was returned to the factory for evaluation on 05jan2021. Photograph from the facility shows that the tension spring and seal remained inside the loading device. The device was investigated on 05feb2021. Signs of clinical use and no evidence of blood were observed on the loading and delivery devices. Delivery device was returned inside loading device. The delivery device was removed from the loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.500 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed. The lot # 25153463 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They inserted the seal into the delivery device normally, but there was a situation where the anchor tab was caught in the gap in the inner wing part of the seal. It was judged as having a problem and was not used, but replaced with a new product and used normally. The patient was in good condition and the operation was well completed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They inserted the seal into the delivery device normally, but there was a situation where the anchor tab was caught in the gap in the inner wing part of the seal. It was judged as having a problem and was not used, but replaced with a new product and used normally. The patient was in good condition and the operation was well completed.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10, h11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). They inserted the seal into the delivery device normally, but there was a situation where the anchor tab was caught in the gap in the inner wing part of the seal. It was judged as having a problem and was not used, but replaced with a new product and used normally. The patient was in good condition and the operation was well completed.